Event description:
Surgical procedure - laparoscopic cholecystectomy and laparoscopic assisted vaginal hysterectomy. Stapler used in the lavh. Small arterial bleeding occurred between staples 3 + 4 from proximal end of staple line. This made it necessary for the pt to return to surgery in the evening for an open procedure to suture the bleeder. Since the problem was not evident at the end of the procedure, the device was not saved. However, the defective part is in the pt.